Manufacturer narrative:
The device was not returned to stryker for evaluation. A customer quality engineer contacted the customer and according to the customer, the device power pcba was replaced based on advice from the support team which resolved the reported issue. The cause of the reported issue could not be determined. The device remains in service with the customer. H3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.